Event description:
A complaint indicated a metallic object was left in the operative site after surgery for a lateral retinacular release, the foreign object was removed after a subsequent surgery. The origin of the foreign object has not been identified.